Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 24.0, 56.0, 72.0, 123.0 and 132.0 cm from the proximal end. The introducer sheath friction lock was wrinkled near the pusher assembly mid-joint. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present on the proximal end of the embolization coil. Conclusions: evaluation of the returned smart coil revealed an embolization coil with offset coil winds. If the introducer sheath is not aligned properly within the hub of a parent device, the embolization coil may take shape within the hub and resistance may be experienced during advancement. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. During functional testing, resistance was experienced due to the offset coil winds and the smart coil was unable to advance within its introducer sheath. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the basilar artery (ba) using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra guide catheter and a non-penumbra microcatheter in the target vessel, then implanted four coils. While advancing a smart coil within its introducer sheath, the physician experienced resistance; therefore, the smart coil was removed. The procedure was completed using five additional smart coils and three other coils. There was no report of an adverse effect to the patient.